Manufacturer narrative:
The cerelink microsensor (ID 826850) was not returned for evaluation after three good faith attempts (gfes) were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2024-00285. Medwatch report #: mw5157874. A nurse reported an error message from the cerelink microsensor (ID 826850) reflecting on the screen while zeroing the device. The intracranial pressure (icp) monitor was replaced, but it still failed. Therefore, they replaced the sensor with a new one, and the zeroing was successful. Note: no additional information has been provided after several attempts. Patient impact and event details remains unknown.